Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the computer was displaying an error message. Replaced the computer and system regained functionality. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system had a windows error message. When the site clicked ok another message occurred. Site clicked ok and then the application shut down. Site rebooted the system and were able to continue using the system. No patient present.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer loaded the operating system and applications. X-ray, motion and communication were successful as well as 2d and 3d imaging. Computer passed all tests. No fault found. If information is provided in the future, a supplemental report will be issued.